Event description:
The facility stated there was a capsule tear. The facility was contacted to confirm this complaint and to obtain more info. At this time, the facility has not responded and there is not enough info regarding this complaint. It is unk whether or not the product caused or contributed to the event. No further details.